Event description:
On (B)(6) 2025, the user contacted beta bionics to reconnect the ilet following discharge from a hospitalization. During the call, the user reported that on (B)(6) 2025, they experienced a high blood glucose (bg) of 400 [?] Mg/dl. The user's spouse contacted emergency medical services (ems), and the user was transported via ambulance to the hospital. The event was managed with intravenous fluids and humalog insulin. The user was admitted and hospitalized from on (B)(6) 2025 for treatment of diabetic ketoacidosis (dka). No long-term health effects were reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. No issues were identified that would have impacted this event. The product was not returned for evaluation, and device logs were not synced; therefore, an investigation could not be performed. Should additional information become available, a supplemental report will be submitted. The cause of the user's hypoglycemia could not be determined.